Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure and it keeps resetting itself. The customer stated the alarm is recurring after performing the rewind. It was attempted to perform the displacement test but the insulin pump would not rewind. Blood glucose value was 278 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.